Event description:
It was reported the pt has not used her scs system in years due to feeling the system was no longer effective. Upon attempting to use the system, it was found that the charger is unable to communicate with the scs ipg. There is no additional info at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.